Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the patient was implanted with two conformable gore tag thoracic endoprostheses (ctag) to treat a thoracic aortic aneurysm. It was reported this was a hybrid procedure, the physician performed a coronary artery bypass grafting, then a debranching of the head vessels. The physician then inserted a ctag device retrograde through the dryseal sheath. The proximal end of the dryseal sheath was inserted up to the anastomosis of the debranching graft. The first ctag was deployed successfully without incident. The second ctag device ((B)(4)) was inserted and deployed; however upon withdraw of the delivery catheter, the proximal olive got caught on the anastomosis graft. The physician tugged a bit to dislodge the delivery catheter, the proximal olive then became separated from the catheter inside the patient. The physician retrieved the olive. Since the chest was open, he squeezed the anastomosis graft until the olive came out of the graft. The patient tolerated the procedure.